Event description:
It was reported that the pump battery intermittently could not be charged. Customer¿s blood glucose level was 100-300 mg/dl. Reportedly, the pump began charging after being maneuvered in the outlet and leaving plugged into a power source for an extended period of time. Customer declined further troubleshooting with tandem technical support.